Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: biological debris was noted inside the valve casing as well as needle holes over the needle guard. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested at 100mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cpmbpk, conformed to the specifications when released to stock in 3rd december 2013. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the patient has placed hakim valve implant, and present several deprogramming events. After the patient has performed a study ((B)(6)) the valve was deprogrammed and then it was reprogrammed. After that, the valve deprogramed again (the patient traveled to the united states) and the patient presented hydrocephalus. Parallel to this, the patient presented an exposure of the implant on the scalp, reason of why the physician decided to remove and place a new implant. The customer discards the possibility of the valve's dysfunctional situation, but they would like to subject the device to review and study. The implant date was on (B)(6) 2015. The implant was explanted on (B)(6) 2016.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.